Event description:
It was reported that during a pta / stenting treatment procedure, the 6f unistep plus 8x66x135 iliac stent dislodged from the delivery system prior to reaching the target lesion. The lesion being treated was a calcified, 100% stenotic lesion in the left superfical femoral artery (sfa). The physician inserted a v-18 guidewire and a bijou 40/2.0 mm balloon from the right femoral artery access site for predilatation of the target lesion. He subsequently attempted to advance the unistep plus stent delivery device to lesion, it became lodged at the bifurcation with the common iliac artery. The outer sheath was broken in the physician's attempt to forcibly remove the device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Event description:
It was further reported that the lesion was predilated with bijou 2/40 mm and bijou 4/20 mm balloons. The reference vessel diameter was about 30 cm. Difficulties were encountered while navigating the system through the sheath. The stent did not deploy, so the stent and carrier system were removed together as a unit. A second stent was not placed. The pt was asymptomatic during this event. No further intervention was performed.